Event description:
The facility returned the device for service. During service the baxter repair technician reported failed accuracy test channel a and b. The representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failed accuracy was confirmed. The pump head module on channel a and b were replaced. The infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%.